Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that no capture was noted on this patient¿s left ventricular (lv) lead. An increase in thresholds was also noted and there was a high pacing impedance measurement of 2000 ohms. Programmed outputs were sub-threshold which is why no capture was noted. It was believed that the lv lead is fractured, but this has not been confirmed through x-ray. The patient was asymptomatic and there was no pauses in pacing of greater than two seconds. The lv output was reprogrammed and the patient will continue to be monitored. The patient¿s system remains implanted and in service and no adverse patient effects were reported.